Event description:
It was initially reported that the device had logged an event code and had an illuminated service indication. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to charge or deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a missing diode, designator cr40. Without the presence of the cr40 diode, charging or delivering defibrillation energy is not possible.